Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have experienced a low battery alarm. This condition was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction was associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection and functional testing. The device failed the battery test. The cause of the low battery alarm was determined to be the main battery discharge below the threshold. The reported condition was confirmed. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional relevant information become available, a supplemental report will be submitted.